Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported calling the paramedics on two occasions. Once last week, and again this morning due to low blood glucose levels. The reported blood glucose reading at the time of the call was 443 mg/dl. The customer treated herself with an injection, and began to feel better. Troubleshooting was performed, and the time was off by an hour. All other programming was correct. The insulin pump passed the prime test. Found two boluses in the bolus history that the customer didn't recall programming. The customer felt that she needed additional training. Advised that the local representative would be notified. Nothing further was reported.